Event description:
The pt had complaints of increased spasticity. There was redness at the pocket site and purulent fluid in the pocket. The device system was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.